Event description:
The clinician reports the implant was inserted (B)(6) 2020 in the patient's mouth. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2020, non-osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: pain, swelling and bleeding. No further patient complications were reported.